Event description:
It was reported: "dr. Was doing a rejuvenate total hip. When the tech went to insert the stem inserter into the implant, it felt different to him. We noticed that the fit was not tight like normal, so we switched to a different inserter and competed the procedure without complication."

Manufacturer narrative:
Summary of evaluation: the results of visual inspection confirmed that split collar was deformed in a superior direction consistent with improper mating of the stem and stem inserter. The stem was not fully seated in the insertion feature as indicated in the rejuvenate surgical protocol. The device manufacturing history record review for the reported lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Two non-conformances were observed. The first is the failure mode in which the split collar of the stem inserter is deforming due to improper seating of the stem in the insertion feature. The next is an inappropriate gaging design and tolerancing.